Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported obstruction of flow could not be determined. Factors that may contribute to obstruction of flow include, but not limited to under insertion or improper insertion angle, the marker port not being in the arterial lumen. Reportedly, device was not flushed prior to use. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: verify the marker lumen patency by flushing the marker lumen with saline until the saline exits the marker port. Do not use the device if the marker lumen is not patent. In this case, the IFU deviation would not have contributed to the reported difficulties. The subsequent treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6: medical device problem code 2017 clarifier: incorrect prep.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after an endovascular thrombectomy interventional procedure using a 6f sheath. The prostyle device was not pre-flushed with saline prior to use. Reportedly, the prostyle was advanced into the patient's vessel, but no backflow was observed. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.